Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got an insulin flow blocked alarm. The alarm occurred after the customer changed her infusion set when she woke up from a nap. The customer's blood glucose reading was 212 mg/dl. The customer was unable to troubleshoot at the time of the call. The customer was advised to change the entire infusion set as soon as possible if the issue wasn't resolved. The insulin pump is not expected to return.